Event description:
New information noted that the right ventricular lead exhibited high impedance. Possible fracture is indicated. Further information was requested however, was not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high impedance. It was noted that it was most likely due to a physiologic reason. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.